Manufacturer narrative:
Patient age/date of birth, gender and weight are unknown. (B)(4). Device has reportedly not been explanted. Complainant part is expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a speed titan 20x20x20 mm implant that was originally implanted on (B)(6) 2016 broke three months post operatively. The patient was casted and non-weight bearing initially postoperatively. The broken staple (top staple of two) was discovered on x-rays. The staple broke after the bones were fused and the patient was weight bearing. The patient is non-symptomatic with no pain; therefore, the staple will remain in the patient and will not be removed. No further action is planned. The provided x-rays were reviewed by the manufacturer and it was noted that themore dorsal (to the left) staple is broken in two places (at each curve/elbow of the staple). Joint union could not be determined by the provided the x-rays. Concomitant device reported: speed titan 20x20x20 mm implant (part se-2020ti, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).